Event description:
It was reported that the packaging for the implant was questionable in sterility. Reported via phone call with sales rep, the surgeon had to use a cluster hole shell as opposed to the device he originally preferred for this case.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding an inner packaging issue involving a trident tritanium shell was reported. The event was confirmed. Method & results: the carton showed signs of handling, but in good condition. The outer blister had been removed from the packaging inside the carton. The inner blister was intact, with damage observed to one corner and the device securely inside. It is unknown if the damage to the corner was as a result of an attempt to remove the inner blister. There is no evidence from the returned packaging to suggest the sterile barrier was compromised. The investigator attempted to remove the inner blister lid and found it adhered to the foam packaging. There is no evidence from the returned packaging to suggest the sterile barrier was compromised. -device history review: there have been no reported discrepancies for the referenced lot. -complaint history review: there have been no other events for the referenced lot. Conclusions: the investigation concluded that foam packaging being stuck to the inner blister tyvek lid of a tritanium revision acetabular shell was caused by a known packaging issue. The raised foam during the sealing operation allowed for excessive contact of the sealing tool with the inner lidstock and packaging foam resulting in sealing or melting of the lidstock to the foam. It is related to a void-filling approach to sterile product packaging. Packaging innovation is aware of this, and has issued a memo. Due to the infrequent nature of these complaints and the greater risk that would be presented by an undersized foam, these events will not be addressed through a design change.

Event description:
It was reported that the packaging for the implant was questionable in sterility. Reported via phone call with sales rep, the surgeon had to use a cluster hole shell as opposed to the device he originally preferred for this case.